Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "power up and power down" messages. The pump was ran in user mode and the reported "power down" problem was not duplicated. The pump was operated on ac and on battery and ran normally. There was no problem found with the returned pump.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump turned off abruptly, even with new batteries. No patient was involved in this event. No adverse effects were reported.